Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the bottom of the insulin pump was cracked. Customer¿s blood glucose level was 14.8 mmol/l. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area, and belt clip rail case corner. Device received with missing display window cover, damaged serial number label and peeling keypad overlay.(B)(4).